Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.. Associated MDR# 1018233-2012-01888.

Manufacturer narrative:
(B)(4). Additional info from importer report: (B)(4) 2012. Bard pelvitex polypropylene mesh. Cat# 486015. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed: pelvitex, gynecare tvt, pelvisoft placement concomitant device: pelvisoft acellular collagen biomesh 09b10-7 gynecare tvt obturator system (B)(4) complications post mesh placement:not available interventional surgery details: on (B)(6) 2013 ¿ underwent removal of rectovaginal septal mass, foreign mass, under general endotracheal anesthesia.